Event description:
It was reported that the patient expired. Upon interrogation of the device, two alerts were found. The first alert was for output circuit damage. The second was episodes with alert conditions. Several episodes were stored in the device from (B)(6). The first episode showed the device delivered therapy for vf but did not break the vf, then the device aborted shocks due to hvli and possible output circuit damage. The next four episodes show aborted shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Due to possible output circuit damage, but the vf continued. No further information is available.